Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture for an unknown duration. Impedance measurements were less than 200 ohms. The device was programmed to aai. During a routine device changeout procedure, the chronic rv lead was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.